Event description:
A customer contacted (B)(4) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during fill. The home patient (hp) stated that the fill volume (fv) = 763 ml. The hp stated he was able to bypass the alarm when he noticed that there was air blockage in the supply line. The hp stated the machine eventually resumed fill 10/10. The hp stated the supply bag still had solution and the solution was moving into the heater bag. The tsr explained the alarm and advised the hp that the machine would continue therapy. The tsr also advised the hp to call baxter for troubleshooting assistance if the machine alarms. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a report of a check lines and bags alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The complaint information does not provide sufficient information to identify root cause, therefore, the root cause of the complaints was not determined. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).